Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced ineffective insulin delivery during use, as evidenced by elevated blood glucose levels reaching 360 mg/dl that did not respond to insulin administration. This resulted in the early removal of the infusion set. Upon removal from the abdomen, the cannula was found to be filled with blood, which may have contributed to reduced insulin absorption. This event involved the patient; however, no harm was reported.